Event description:
Reporter's mother was burned with the icy hot heat therapy patch. She left it on for 8 hrs. And then pulled it off along with her skin, which caused severe pain. She saw doctor in 2007 and he diagnosed areas as first and second degree burns with a skin infection. She was treated with an injection (unspecified), rx antibiotics and rx pain medication, and was advised to change bandages several times daily. She had home health care for about a week to change her dressings daily.